Event description:
Date is approximately but the start of sudden severe illnesses that have been ongoing since. Began with headaches, temporary vision loss, confusion, memory problems, photo sensitivity, burning sensation around breaststroke, tingling in breaststroke, tingling in back, arms and legs, difficulty walking, seizures, difficulty swallowing, inability to regulate temperature, extremities always cold and have poor circulation, sensitivity to extreme temperatures., itchy skin around breaststroke, constant diarrhea with random bouts of constipation and vomiting, sudden thus feeling, dizziness, back & stomach discomfort, gushing feeling from breast implants. Just to name a few. But onset was headache and vision loss. I don't have exact test dates, names or results. I've been told different things from different doctors but I've always had known in my gut it was caused from implants. Dr. Say its possible. There are complaints and suspicions but it's difficult to prove the exact cause. I had tests done at hospital then was referred to a neurosurgeon. I just stopped going because I felt I was getting inaccurate diagnosis or treatment. I've just documented all new symptoms over the years and dealt with the most severe one at a time. Reference report: mw5152980.